Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had drive and motor anomaly. Customer stated that the error occurred while displacement test. Customer was having both low blood glucose 1.6 mmol/l and high blood glucose ranges from 14-33 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Date of event information has been updated with this report in section b3 and also updated in summary narrative in section b5.

Event description:
This case is for the (B)(6) 2021 incident. Please see (B)(4) for the (B)(6) 2021 incident. Customer reported that they had two hospitalizations for high blood glucose (blood glucose value running from 14-33mmol/l) and diabetic ketoacidosis. No symptoms were mentioned. Customer had memory impairment and said the dates are roughly (B)(6) 2021 and (B)(6) 2021. They said the pump was not pushing insulin properly. Customer also has had low (as low as 1.6mmol/l) on an unknown date. During displacement test, the piston was stuck at several intervals and it appeared motor stopped even with button held down. Pump was used at the time of the incident. It is unknown if sensor was used.

Manufacturer narrative:
Software 3.1e. On nov 07, 2021 customer has been hospitalized with dka. Motor anomaly or motor stopped even with button held down when testing with the customer. High bg's and low bg's noted. On a related svn, event date 01-jun-2021, customer states has been hospitalized with dka and has had persistent high bgs. Motor anomaly/motor stopped even with button held down when testing with the customer. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0872 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The motor functions properly during testing. No motor anomaly noted during the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The motor was tested outside of the device and passed. The following were noted during visual inspection: minor scratched display window and scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Device passed the functional testing. The motor functions properly during testing. Drive/motor anomaly was not confirmed. Unable to confirm alleged high bg's/dka/low bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On (B)(6) 2021 customer has been hospitalized with diabetic ketoacidosis. Motor anomaly/motor stopped even with button held down when testing with the customer. On a related svn, event date (B)(6) 2021, customer status has been hospitalized with diabetic ketoacidosis and has had persistent high blood glucose. Motor anomaly/motor stopped even with button held down when testing with the customer. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.0872 inches. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and a21 error test. The motor functions properly during testing. No motor anomaly noted during the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test. The motor was tested outside of the pump and passed. The following were noted during visual inspection: minor scratched display window and scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The insulin pump passed the functional testing. The motor functions properly during testing. No drive/motor anomaly noted. Unable to confirm alleged high blood glucose/ diabetic ketoacidosis. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.